Manufacturer narrative:
A sprinter legend balloon catheter was also used during the index procedure. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure 4 resolute onyx des were implanted in the rca. During the procedure perforation of the proximal rca occurred by an unknown device. The investigator reported that the event is causally related to the device but not related to the anti platelet medication. The patient recovered. The cec adjudicated the event term as "new coronary artery perforation (rca).

Manufacturer narrative:
Additional information: the perforation was treated with implantation of 3 non medtronic covered stents. If information is provided in the future, a supplemental report will be issued.